Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-04509 and 2134265-2017-04660. It was reported that automatic pullback failure occurred an ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. It was noted that the system didn't start up and could not proceed further from imaging pc v2-2 bios start up screen. However, application was restored by turning the imaging pc off/on. Automatic pullback was attempted but it failed. Error 119 was displayed which correlates to lost internal computer connection. No patient complications were reported.